Manufacturer narrative:
Device lot number corrected from 19158024 to 19349118. Device expiration date corrected from 04/30/2019 to 06/30/2019. Device manufactured date corrected from 04/23/2016 to 06/09/2016. Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. The stent was microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that a row of stent struts was flared, stretched and overlapping on in the middle of the stent. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 24 x 4.00 rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 24 x 4.00 rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.